Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were looking for guidance on capsule removal as it was retained. There were complaints of pain from the patient and a chest x-ray was done to confirm the retained capsule. It needed endoscopy under anesthesia to remove the capsule. They used cold biopsy forceps to slowly bite at the mucosa between the esophagus and the mucosa that was inside the suction well of the capsule. There was no user harm.